Event description:
It was reported that the patient's vns indicated that the lead impedance was below 600 ohms. This indicates that a device failure has likely occurred. The patient was reported as currently being seizure-free. The nurse practitioner at the site indicated that the device was disabled as recommended in manufacturer labeling. No interventions are planned at this time unless the patient's condition worsens. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that patient manipulated her vns which may have damaged the lead. Bruising was noted at the vns site per clinic notes received. No x-rays were taken. The patient was noted as not having any seizures. The patient would like to have her device removed however the patient's mother and the physician are considering replacement. It is unknown if intervention will be taken at this time.